Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device is continuously rebooting on ac power and will not turn on with battery power. There was no patient involvement.